Event description:
It was reported that the suction tube came off of the port of the evacuator on a hemovac. It was noted that a nurse subsequently taped the connection. There was no report of spilled bodily fluid related to this incident, further, there was no report of injury or adverse consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. Measurements taken of the tubing and port revealed that both components mets specs. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.